Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No service history review can be performed as part number 03.118.111 with lot number(s) t995391 is a lot/batch controlled item. The manufacture date of this item is 17-mar-2014. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. The review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the, material, components and final product met inspection records, certification. All (B)(4) parts of the lot were checked 100% for ctq features and for function at the final inspection on 14-mar-2014. No ncrs were generated during production. The customer reported the coupling piece was missing. The repair technician reported missing parts as the reason for repair. The cause of the issue is unknown. The following parts were replaced: quick coupling sleeve. The item was repaired per the inspection sheet, passed synthes final inspection on 1-aug-2016 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the service and repair department documented that during a synthes equipment evaluation; a silicone handle/quick coupling w/ rotating cap failed inspection by it missing the coupling piece. There were no issues reported by the customer. This report is 1 of 1 for com-(B)(4).